Event description:
While IV nurse was placing power PICC line, inserting microintroducer over guidewire was inadvertently pushed into vein. Patient to interventional radiology for removal of retained PICC.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for eval.